Event description:
The clinician reported that 24 days after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the patient's implant mobility. The implant was torqued manually to 55 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.